Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 639mg/dl. The customer experienced nausea, vomiting, excessive thirst, excessive urination, abdominal pain, and headaches. Troubleshooting was performed, and the drive support cap appears to be normal. In the process of asking the customer if she believes the insulin pump is malfunctioning, the customer disconnected the line and no further information was provided.